Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ slip-tip syringe needle got stuck in the consumer's arm during the vitamin b12 injection. The following information was provided by the initial reporter: "patient's mother reported via phone call that patient is now taking vitamin 12 as doctor saw his level was low. Patient's mother wasted 1 dose of medication as the slip tip syringe does not work as well. Patient's mother stated the needle "got stuck in his arm" and dose was wasted so she had to use another vial to give him the dose."

Manufacturer narrative:
The following field has been updated due to additional information provided by the customer: b.3. Date of event: 08-nov-2021.

Event description:
It was reported that the unspecified bd¿ slip-tip syringe needle got stuck in the consumer's arm during the vitamin b12 injection. The following information was provided by the initial reporter: "patient's mother reported via phone call that patient is now taking vitamin 12 as doctor saw his level was low. Patient's mother wasted 1 dose of medication as the slip tip syringe does not work as well. Patient's mother stated the needle "got stuck in his arm" and dose was wasted so she had to use another vial to give him the dose."

Manufacturer narrative:
Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that the unspecified bd¿ slip-tip syringe needle got stuck in the consumer's arm during the vitamin b12 injection. The following information was provided by the initial reporter: "patient's mother reported via phone call that patient is now taking vitamin 12 as doctor saw his level was low. Patient's mother wasted 1 dose of medication as the slip tip syringe does not work as well. Patient's mother stated the needle "got stuck in his arm" and dose was wasted so she had to use another vial to give him the dose."